Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The expected and actual infusion times for the 100 ml infusion of dexmedetomidine were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: g3: aware date for the initial MDR is 02/25/2025. The device was received for evaluation. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.